Manufacturer narrative:
The device was tested and serviced by a third party service. They reported to mmdg that the pump was infusing at a volumetric rate that mmdg considers reportable. The third party servicer also advised that they completed calibration to correct the pump.

Event description:
The initial reporter stated that the pump under infused by 5.6%. This was found by a third party service during testing and recertification and did not involve a patient. (B)(4).